Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a report of "battery charger timeout." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing. An e321 (batt charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.